Event description:
It was reported that patients implantable pulse generator (ipg) had migrated. It was noted that patient was having difficulty charging the ipg. The patient underwent an ipg repositioning procedure and was doing well post operatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately six months ago from date manufacturer was made aware.